Manufacturer narrative:
(B)(4) g2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient will undergo a shoulder revision procedure on an unknown date due to fractured screws. All the screws have fractured. Due diligence is ongoing for this complaint: attempts have been made and no further event information is available at the time of this report.